Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: ershadao branch of (B)(6) hospital. Device evaluated by MFR: the device was returned for evaluation. A visual examination was performed on the returned flextome monorail device. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole leak in the balloon located at the proximal edge of the distal makerband. No issues were noted with the balloon material that could have contributed to the damage identified. The rate of burst pressure of this flextome device is 12atm. A visual and microscopic examination of the tip, blades and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple kinks along the length of the hypotube. This damage is consistent with excessive force being applied to the delivery device. No issues were noted with the hypotube that could have contributed to the damage identified. No other issues were identified during device analysis.

Event description:
Reportable based on device analysis completed on 25sep2019. It was reported that the balloon failed to be inflated. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, the balloon was able to inflate at first inflation. However, on the second inflation, it was noted that the balloon could not be inflated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that there was a pinhole leak located at the proximal edge of the distal markerband.